Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to hypoglycemia. The blood glucose level was 28 mg/dl at the time of event and the patient got treated with intravenous glucose. Length of hospitalization was greater than 24 hours no further information available.

Manufacturer narrative:
E1:patient city: (B)(6). Patient country: united states.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
The initial MDR with manufacturing report number, was submitted on 18-jul-2025. Upon receiving additional information, it was discovered that manufacturing date has updated to 24-feb-2025. Additional information - this MDR is being submitted to include the below: h4: manufacturing date. H6: investigation results under type of investigation. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011774 in question was manufactured at the osted site. Threshold analysis: a query was run on 02-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6011774". The count of complaint is 1 which is below 3 so no further statistical trending analysis is required. Device history record (DHR)review: the lot 6011774 was manufactured according to [80] appendix 1 batchcard for production of packaging room on 24-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no sample was provided. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.